Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the pacemaker shut off after one hour of use with a brand new battery. The battery was replaced and the pacemaker worked for 4.5 hours and shut off. The biomed was able to reproduce the problem in the shop while testing the device. The device was returned for repair. No patient complications were reported as a result of this event

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However, it was noted that the upper case was broken, the lower case was contaminated, the battery release was contaminated, the two side bail covers were broken, the ring cover was broken, the lead flex cover was broken, two side bails were missing, the ring was missing, the battery drawer was contaminated, the battery flex was contaminated, and the encoder flex was out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.